Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their caregroups were not working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips technical consultant (tc), reached out to the customer to troubleshoot the issue. The customers system could not be accessed remotely. And there was no onsite visit. The customer stated, they wanted to reboot their switch, but no further information about this case was received. The case was then closed, with no further information being received. Their is insufficient information to rule out a product malfunction. The device remains onsite. And in use. H3 other text: the customers system could not be accessed remotely. And customer stated, they just wanted to reboot their switch.

Event description:
The customer reported, that their caregroups were not working. The device was in use on a patient. There was no report of patient or user harm.